Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report presents the results of the final investigation. The following fields have been updated: d8, h2, h3, h4, h6, and h11. The device was returned to olympus for inspection, which confirmed the reported failure. Although a definitive root cause could not be identified, the investigation determined that the most probable cause of the reported malfunctions was a corroded printed circuit (ap/cp) board. If additional relevant information becomes available, an additional supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center had a display blackout. The issue was found during inspection for use. There were no reports of patient harm.